Event description:
It was reported that before opening the kit, the nurse verified that the swg was bent inside the kit. As a result, a new kit was opened to complete the procedure. There was no delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4).